Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, there was an increase observed in the r wave amplitude variation of the right ventricular (rv) lead. When measured again, the r wave amplitude variation was recorded within a normal range. The rv lead was attempted to be repositioned, but it was difficult to insert the stylet into the lead. Once repositioned, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of difficulty inserting the stylet was not confirmed. Visual inspection revealed the stylet was fully inserted inside the lead and could easily be removed. The reported event of failure to extend the helix was confirmed. Visual inspection revealed the helix to be retracted and clogged with blood/tissue. X-ray inspection revealed an overtorqued inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the failure to extend the helix was isolated to the helix being clogged with blood/tissue and an overtorqued inner coil. The reported event of sensing anomaly was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.